Event description:
Reporter stated that compounder apparently over-delivered sodium chloride from station 3 into the final bag containing tpn. The pharmacy reported receiving lab results on patient indicating the na+ level of the patient was "high", prompting the investigation of the tpn. The patient's lab results were 161-164meq/l. The pharmacist reported that the actual bag that was hung on the patient was sent to the internal laboratory for analysis. The lab reported the sodium in the remaining tpn was high. The internal lab then sent the solution to an independent lab for analysis. The pharmacist reports she does not have the actual results from this analysis, however, she stated the internal lab reported the sodium was twice as high as it should have been. The pharmacist states the pharmacy then sent companion samples of tpn out to be tested by an independent lab and the test results came back stating the sodium concentration was too high. The pharmacist stated that she had no additional information on the status of the patient. The risk manager for the facility was called for information on the status of the patient, but no information has been made available at this time.